Event description:
Monitor defibrillator was turned on to determine what rhythm an unresponsive pt presented in. The device screen was very light. When the clinician tried to adjust the screen, the device shut off. The clinician again turned the device on and it again shut off by itself. The clinician tried to use the device a few more times, each time having the device turn on and then it would shut off by itself, before another monitor defibrillator was available. When the new unit was turned on, the pt was found to be in ventricular fibrillation. The pt was shocked with the second device and care continued.